Event description:
It was reported that the right ventricular lead impedance has been increasing. Furthermore the device's battery voltage has dropped from 2.48v to 2.14v yet it has not tripped the elective replacement indicator (eri). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed amd revealed low telemetered battery voltage: the telemetered battery voltage was 2.12 v while the daily battery voltage trend measurement was 2.88 v. The analysis also revealed resistance/impedance increase: rv lead impedance steadily increasing from a maximum of 552 ohms on (B)(4)-2009 to a maximum of 1792 ohms on (B)(4)-2010.